Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; all keypad buttons under responsive with moisture in the battery compartment. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was undamaged and all the buttons were responsive to user presses. Unrelated to the original complaint, the battery compartment was observed to be cracked. The keypad cover was opened and there were no contaminants found under the contacts. The pump was opened and there was moisture damage found on all internal components.